Event description:
The lay user/reporter called lifescan (lfs) in 2008 alleging the one touch ultra meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the meter issue began on three days earlier, at approximately 3:00 pm. After the reported issue, the patient reported feeling sweaty and tired. The patient denied had something to eat and drink after the issue occurred. The patient denied medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. The complaint is reported, as the issue was not resolved and the reporter alleged the patient experienced symptoms that can be associated with low blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.